Manufacturer narrative:
A supplemental report is being submitted for correction and investigation completion. Product event summary: the product and clinical data were received for evaluation. It was found that the after a thorough and meticulous review of episodes 9, 5, 4 and 3 from dates (B)(6) 2024 from the patient, the licensed annotations specialists had concluded that all episodes were correctly labeled and identified as false af and properly withheld by the ai from remote monitoring network. During evaluation, using the ecgenie visualization platform, engineers could clearly see p wave morphology with sinus rhythm with premature ventricular contractions (pvc) that cause the irregularity of the rhythm. These findings were confirmed by two members of the annotation team. The most likely cause of the event is related to the user confusion, ai working as designed. The investigation determined that the product tested in specification and/or performed as intended. No device or service history record was performed because the website is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the company representative received a message from doctor stating there were atrial fibrillation (af) episodes seen on the device that were not in the remote monitoring network as they were adjudicated as false by the artificial intelligence (ai) algorithm. It was noted that the physician stated some of these af episodes were true. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.